Event description:
A decrease in r-waves and decrease in capture threshold were observed due to lead dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.